Event description:
It was reported that, while sleeping last night, the pt suddenly felt no stimulation. Only the bipolar lead pairs were used and the implantable neurostimulator's stimulation was increased to 10 volts, but the pt still did not feel any stimulation. Impedance readings were normal (within the range of 375 - 736), except for lead electrode combination 0/1 was less than 70 ohms. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l becomes available.

Event description:
Additional information received reported the issue was lead migration. There was no device malfunction. The specific signs or symptoms the patient experienced included loss of stimulation in pain target area. On 2011 (B)(6), the patient was seen in the office for reprogramming. An x-ray was also taken which indicated the lead was no longer in the epidural space. On 2011 (B)(6), the lead was repositioned. The patient was receiving effective stimulation therapy. The patient outcome was the patient was seen 2011 (B)(6) post operatively and the coverage was appropriate for the pain target.

Manufacturer narrative:
(B)(4).